Event description:
Qv sars otc, unable to open reagent tube caps-tss provided guidance. Consumer reported they tried to open the reagent tube for almost 30 minutes today and now both of their fingers hurt. Their fingers have ridges on them from trying to open the reagent tubes.

Manufacturer narrative:
Investigation conclusion: no adverse trend was identified for this lot number for the reported issue. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified for the reported issue. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone.